Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the fibers of the dialyzer appeared to look ruptured. The machine alarmed with a blood leak alarm. Blood leak strips were not used. The estimated blood loss was 250cc's. The pt had no adverse effects.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.